Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "when inserting the implant, the implant would not advance resulting in the damage to the implant."